Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. The patient experienced pericardial effusion and a pericardiocentesis was performed. A new right ventricular (rv) lead was successfully implanted. The device is not expected to return for analysis since it retained by customer. No additional adverse patient effects were reported.